Event description:
Explant physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explant physician reported, capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Event description:
Explant physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure deformation crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 (phone number): (B)(6) . A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Explant physician reported capsular contracture, baker grade IV. The device has been explanted and replaced with non-allergan device. This record relates to the left side.